Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had physical damage. Customer stated the o ring in the reservoir compartment came out. Customer stated she does not think it affected the insulin. Customer's blood glucose was unknown. Troubleshooting was done. The customer was advised that the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.